Manufacturer narrative:
Concomitant products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 14-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (1.0 mg/ml at 0.2 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient's original catheter had become dislodged from the intrathecal space. The factors that may have led or contributed to the issue was unknown. The spine segment of the catheter was removed and replaced by a 8782 catheter. The issue was resolved at the time of report. The patient's medical history was asked but unknown. The patient's status at the time of report was alive - no injury.